Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring set was found to be leaking at a connection. No patient injury to report

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.